Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer.

Event description:
The customer reported falsely elevated magnesium results on 4 patients generated on the architect analyzer. The results provided were for only one patient: (B)(6) = 8.62mg/dl (normal range 1.6-2.6mg/dl) / 1.82mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) checked the instrument logs remotely and found that all the falsely elevated magnesium results were performed in cuvette number 67. The fsr instructed the customer to check the cuvette for visible abnormalities. The customer then replaced the cuvette, arc c8k cuv pr 1 pair (list number (ln) 01g46-02), which resolved the issue. Return testing was not completed as returns were not available. A review of the architect c4000, serial number (sn) (B)(6) service history identified no contributing factors to the current complaint. There have been no further customer reports regarding discrepant results since the cuvette was replaced. A 12-month review of the arc c8k cuv pr 1 pair did not identify any trends regarding the current complaint issue. A review of the architect c4000 platform revealed no systemic issues or trends associated with the discrepant results. The architect system operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem and troubleshooting of elevated and erratic sample results. Based on the investigation no product deficiency was identified for the architect c4000, sn (B)(6), or the arc c8k cuv pr 1 pair (ln 01g46-02).